Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a bowel resection, the device did not complete all seals that were attempted. The generator provided an end tone, indicating a completed seal cycle. The customer also reported hearing re-grasp alarms during the procedure which warns the user to open the jaws and confirm that a sufficient amount of tissue is inside the jaws. There was no patient injury.